Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screws penetrated the plate. The doctor used blocks at the distal fix mode. During final tightening of the final screw, as the doctor began to apply torque to the screw, the screw penetrated the plate at the second hole on the radial side. This is 3 of 3 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.